Event description:
I used fixodent since 1996 until 2009. Right now I have tingling in my feet and legs. So far the lab work look ok, but I dont know what tomorrow will bring. My mouth gets sore sometimes. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: 1996 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.